Event description:
The patient had a contaminated pilon fracture on (B)(6) 2013. On (B)(6) 2013, the patient was implanted with an anterolateral distal tibia plate and screws. The patient developed an infection in his leg and was returned to the operating room on (B)(6) 2013 for removal of all implants and revision to an antibiotic coated nail and cement block spacer and was treated with antibiotics. This report is for an unknown plate. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device issued for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.